Event description:
The customer reported that during the phaco sculpt mode, there was no phaco power. The occlusion bell sounded and no error messages were displayed. The surgeon had to do a manual extra capsular cataract extraction (ecce). The customer noted there was no patient injury.

Manufacturer narrative:
The customer cancelled the service request and noted the system is working well. No samples were returned for evaluation. No further information is expected.